Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog # 3542650, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis. On (B)(6) 2018 the patient suspected her implant had deflated overnight. This was later confirmed by a physician¿s diagnosis. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 10/8/2018, mentor received additional information. The patient race is caucasian. The patient underwent unilateral removal and replacement with mentor memorygel breast implant 325cc gel prosthesis on (B)(6) 2018; catalog # 3503251bc, s/ns (B)(4). The patient fully recovered after the procedure. On 10/8/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 272177 was reviewed on 11/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The evaluation of the returned device was completed by the failure analysis lab on 11/10/2018. Device evaluation summary: it was reported that a 63-year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis. On (B)(6) 2018 the patient suspected her implant had deflated overnight. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White, yellow, and blue material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, yellow and blue material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).